Event description:
A customer reported a leaking intravascular administration set. According to the report, the customer observed a leak at the upper y-site where the secondary sets were connected. It is unknown whether or not this event occurred during patient use, though no patient injury or medical intervention was reported to be in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.